Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 50 mg/dl compared to readings of 400 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated, and no damage to the sensor patch was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with a event logs 21 is an indication that the sensor had terminated due to an error. However, due to the sensor terminating off body, the error had occurred after the sensor was removed from the user and had no impact to the reported complaint. Functionality testing will be performed to determine if sensor was functioning as intended. Visual inspection has been performed on the sensor plug assembly and no failure modes were observed. Sensor was attempted to be activated and error message was observed. Sensor was de-cased and batteries were replaced. During activation of the sensor sim vivo testing was attempted to be performed and error message was observed. An extended investigation was further performed. Upon receipt of the de-cased returned sensor, a visual inspection was performed on the returned sensor and its pcba (printed circuit board assembly) and corrosion was observed on several test points of the pcba. The initial scan was reviewed and sensor was found to be in sensor state 6 which indicates that the sensor termination due to an error. Sensor was attempted to be reprogrammed to confirm the functionality of the returned sensor and the sensor was reprogrammed successfully. The sensor could not be activated due to an error message. Attempted to download data from the sensor and was unable to due to the incompatible message that was observed. The returned battery has been measured and results were within specification. Sensor was re-flowed to the asic (application specific integrated circuit) and attempted to extract data again. Unable to extract data. Returned sensor was unable to be re-programmed and observed product type and product generation settings do not match message. This error prevented the sensor from being reprogrammed for functionality testing. Therefore, issue is unable to test. Due to the observed error during testing and the contamination functionality testing was unable to be performed. Therefore, the issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.